Manufacturer narrative:
(B)(4). (B)(6). Product investigation summary: it is unknown if the pull out of the screw is due to the infection (inflammation) or if the infection is due to the pull out of the screw. Therefore, the sequence of events is unknown. An assessment of the x-ray images by the medical specialist could not determine the sequence of events either as insufficient information was available to evaluate. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the 472.270s - 9084029, manufacturing site: (B)(4), manufacturing date: 04.aug.2015, expiry date: 01.jul.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure had taken pace: after a right proximal femoral nail case, following a right pfna insertion for a proximal femur fracture on the (B)(6) 2014 the patient presented with infection on the side of their right leg. X-rays were taken showing the fracture had healed but that the locking screw had come out of the nail and the nail with the assumption infection was present. Revision date: (B)(6) 2015 at (B)(6) by dr (B)(6). Following antibiotic treatment the decision was made to remove the metalware. Rep called to help with metalware removal which was done today ((B)(6) 2015) while on site for another case. Request has been made to return metalware. Surgeon mentioned that there was nothing wrong with the metalware and that the fracture had healed. Patient outcome post-surgical procedure: patient needed the metalware removed due to infection. Swabs were taken at site of swelling. Another product to be return is a locking bolt. This report is 1 of 4 for (B)(4).